Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment that the analyzer was "faulty" and that its r waves read differently than they did through the device, it passed all functional and bench tests.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer was "faulty," that its r waves read >20 through the analyzer and 4 millivolts through the device. Both the analyzer and the programmer have been returned for service and testing. Though the patient did suffer complications during the procedure they were unlikely to be related to this reported malfunction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): product ID: 5076-58 lead. (B)(4).